Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie drawer 6 on the auxiliary cabinet had a broken cubie pocket that was not able to release.the field service engineer was able to solve the issue by replacing the cubie pocket.the system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system failed to stay closed. Full height cubie was unable to release the customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.